Manufacturer narrative:
An event of device deformity and missizing was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Although the reported event could not be confirmed, a CAPA was initiated for further investigation and did not identify a product quality issue. Corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6), 2021 a 30 mm amplatzer pfo occluder was chosen for procedure. During deployment, it was determined the device was too big, in addition, the left atrial disc presented with a deformation in a "atypical morphology," a concave shape. The device was removed and exchanged with a 25mm amplatzer pfo occluder. The procedure was successful. No patient consequences reported.